Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 suture is received in original closed package, without sterilizing solution. Preliminary analysis: stock review: after reviewing the stock, it was verified that there are currently no available units of this product code and lot number. Quantity produced / imported: reviewed the traceability and verify that of this batch and product code, a total of (B)(4) units were manufactured. Distributed quantity: the entire lot was distributed in (B)(4) clients, which are located in cities such as: (B)(4); likewise, an export was made to (B)(4). Background: the database of the claims is reviewed and it is identified that to date there is a report related to this product code and lot number. Batch record: the manufacturing documentation was reviewed and no deviations or alterations were recorded during the process. Results for batch release: in relation to the results obtained at the time of batch release, this analysis met the requirements required for this type of suture. Analysis of the sample (s): the sample received was visually checked, it was evidenced that the suture sent by the client, leak through a small hole in the aluminum foil. This damage was caused by a defect in the mold of the sealing machine, which is not detected in the process, only after a time when the solution makes contact with the affected part of the aluminum and causes deterioration to it. The fault was detected and corrected before the customer's report of this reference was received. Conclusions: the sample provided by the customer does not meet the OEM requirements. Corrective/preventive actions: no action is required, as the cause of the claim was corrected before receiving the client's report.

Event description:
Country of complaint: (B)(6). It was reported that there was a leakage of the solution from the suture pouches.